Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04695. It was reported that the patient's scs system was unable to enter MRI mode due to high impedance. Surgical intervention took place where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.